Manufacturer narrative:
(B)(4). Visual inspection of the incident device found two broken snap pins on one of the electrode jaws. The snap pins were not returned. The device could not be attached securely to the reusable handset without the snap pins to lock the jaw in place. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument.

Event description:
The customer initially reported that one side of the jaw did not snap in during assembly and the disposable device is not making contact with the reusable portion of the device. The device was returned for evaluation and a visual inspection revealed that two of the snap pins on the device were missing. Additional questions regarding the incident have been asked.